Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a power adapter. The customer states that power is not supplied and indicator does not light when they plug the power adapter in. Also, they could not charge pump through the power adapter. Two power adapters were received at a covidien service center. On (B)(6) 2011, the eval of the adapters found that an internal component was burned.